Event description:
The customer reported that the zipper on the main access window is not aligning properly when zipped up. This was discovered while in use with a pt and they immediately took it out of use. There was no pt incident or injury that occurred.

Manufacturer narrative:
(B)(4). Zipper not aligning properly. The product has been requested for return but has not been received. (B)(4).